Manufacturer narrative:
Despite there was no event or any pt injury reported by any hosp, a risk to pt health could not be excluded. Brainlab internally detected that due to a software calculation error, the brainlab cranial/ent navigation software may not display object contours in the microscope video view correctly when using olympus microscopes. Even though this microscope video view is not intended for diagnostic use, it still might influence clinical decisions during surgery. Brainlab intends the following corrective actions: existing potentially affected customers with brainlab cranial/ent navigation software in combination with olympus microscope integration receive a product notification info. These customers will receive a software update to correct for this software error. Tentatively planned availability: july 2011. Brainlab will actively contact these customers to implement the software update upon availability.

Event description:
Brainlab internally detected that due to a software calculation error, the brainlab cranial/ent navigation software may not display object contours in the microscope video view correctly when using olympus microscopes. Depending on the zoom factor set on the microscope, those object contours displayed in the microscope video view with brainlab cranial/ent navigation software may randomly show an incorrect size and/or an incorrect position in relation to the currently displayed olympus microscope video. Even though this microscope video view is not intended for diagnostic use, it still might influence clinical decisions during surgery. Despite there was no event or any pt injury reported by any hospital, a risk to pt health could not be excluded.